Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 44 mg/dl. Customer consumed carbohydrates to address the bg. Customer resumed insulin delivery.

Manufacturer narrative:
Updating g3 date to reflect when pump log review was completed.